Event description:
It was reported that the stopper of a bd vacutainer sst blood collection tube separated from the tube during centrifugation. No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7338668; medical device expiration date: 2018-11-30; device manufacture date: 2017-12-04; medical device lot #: 8059609; medical device expiration date: 2019-02-28; device manufacture date: 2018-02-28. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the stopper of a bd vacutainer® sst¿ blood collection tube separated from the tube during centrifugation. No serious injury or medical intervention was reported.